Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the secondary set came apart from the drip chamber when being back primed with normal saline, which caused the saline to leak. The secondary set was attached to a primary set which was attached to the patient at the time of the event. There was no patent harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked at the drip chamber was confirmed. Visual inspection of the set showed that the pvc tubing was completely separated from the drip chamber outlet port. Examination under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Functional testing was not performed as fluid was leaking from the separation. Dimensional analysis was performed and the pvc tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent having been applied at the junction of the pvc tubing.

Event description:
The customer reported the secondary set came apart from the drip chamber when being back primed with normal saline, which caused the saline to leak. The secondary set was attached to a primary set which was attached to the patient at the time of the event. There was no patient harm.